Event description:
The facility reported a colleague infusion pump with a malfunction of will not turn on. The event was reported to have occurred during programming / setup in the general patient ward. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Upon additional review of the event history by baxter quality engineering, a 570:320:844:0000 failure code was found and determined to be the reported condition. This condition had the potential to interrupt delivery. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced three times prior to this event. The device has been previously sent into service for the reported condition of "will not turn on/will not power up". Service on (B)(6) 2006 was for "will not turn on", and the batteries were replaced. Service on (B)(6) 2010 was for "will not power up", and the mtr knobs were reset for all three channels. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "will not turn on" was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.